Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator had an episode of non-sustained ventricular tachycardia triggered by environmental oversensing of noise resulting in inhibition of pacing. The oversensing could not be reproduced with isometrics. No device intervention was performed. Patient was stable before, during, and after the interrogation and will continue to be monitored.